Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion technical support specialist and the carefusion failure analysis lab tech. The carefusion tech support specialist in conjunction with the user facility representative determined that the root cause of the reported event was a faulty air/o2 blender. The carefusion failure analysis lab tech evaluated the alleged faulty air/o2 blender and was unable to reproduce/verify the complaint. Thus no root cause was determined. The user facility was shipped a replacement air/o2 blender to repair the device and return it to service.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative. "When just the air hose is plugged in and o2 is disconnected, it won't alarm. It will alarm only when the air hose is disconnected and o2 is plugged in. They have tried unplugging and replugging in hoses but still won't work. The serial number of the blender is (B)(4). Will send replacement blender. (B)(4)."